Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1363041) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported adc reading of 400 mg/dl is consistent with the reported diagnosis and treatment. The date when the medical event occurred is unknown. The event date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother (customer is a child of (B)(6)) reported that approximately a month and a half prior to calling on (B)(6) 2014 customer received the following erratic readings from her adc blood glucose meter: 70 mg/dl and 400 mg/dl. Caller was unable to report the date/time when the readings were obtained, but noted they were done within 10 minutes and that it was "mid-day". The readings when plotted on a parke's error grid fell into the "c" zone showing the difference in values is clinically significant. Caller further reported the child was at school when the readings were obtained and noted she was experiencing a "headache" when the school nurse called. Upon arriving home at approximately 2:00 pm the child began "vomiting profusely" and was experiencing "stomach pain". Child was taken to a local healthcare facility emergency room, where an unspecified "extremely high" reading was obtained. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with an unspecified amount of insulin and an intravenous infusion of "saline". It was also noted the child's routine insulin dose was increased. There was no report of death or permanent injury associated with this event.